Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID: (B)(6). Patient weight not provided for reporting. (B)(6). Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. It was reported that the radial stem was loosening postoperatively which required removal. No new hardware was implanted. Device history records review was conducted. The report indicates that: DHR review for part. Manufacturing location: supplier - (B)(4), packaged by: (B)(4). Manufacturing date: 24-oct-2014. Expiration date: 30-sep-2019. Part #: 04.402.009s, lot#: 7693228 (sterile) - 9mm ti straight radial stem 30mm - sterile quantity 74. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient went through radial head prosthesis on unknown date. On (B)(6) 2016 patient had removal of radial head prosthesis revision surgery due to stem loosening post operatively. Surgeon felt that the stem became loose within patient radius and stem was rough resulting in sandpaper effect and took out more bone from radius resulting in wear out of patient radius. Radial head and stem were removed without delay and procedure was completed successfully. Patient was reported as stable. No new hardware was implanted. This complaint involves one device. This event is for first patient. The events for patient 2 and 3 are covered under (B)(4) respectively. Concomitant devices reported: 22 mm cocr radial head standard height / 12.5 mm - sterile (part # 09.402.022s, lot # 7855833, quantity # 1). This report is 1 of 1 for (B)(4).